Manufacturer narrative:
The customer contact reported two possible lot numbers 782175h and 860255. A device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver an unspecified solution. It was reported the soluset was filled with 50ml. After an unspecified length of time in use, the 50ml was delivered and it was reported that the float valve did not close. The certified registered nurse anesthetist noted air in the tubing set below the soluset chamber. It was reported that no air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.